Manufacturer narrative:
H6: investigation summary: customer returned an image showing two syringes side by side. Pouch indicates they are from lot 0076346. The graduation markings on the syringe are slightly misaligned. However, without measuring the samples directly, it cannot be determined if the syringe in question is out of specification. A review of the device history record was completed for batch# 0076346. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) complaints noted that pertained to the complaint. Based on the image received, bd was unable to directly confirm the customer¿s indicated failure of the scale markings being defective without the sample. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the scale markings on the bd insulin syringe with the bd ultra-fine¿ needle were "off", causing the consumers cat to later enter a state of hypoglycemia. The following information was provided by the initial reporter: I have had my cats blood sugar well maintained for the last 6+years, the only time there was a change was when I changed my cats food. Because his blood sugar is well controlled ¿ he gets the same food amount, type every day, I don't feel the need to check his blood sugar all the time. I spot check weekly and vary the daily insulin amount anywhere from 1.5 to 2 units. Never had to vary outside these amounts, as I said its been well controlled. This was until the other day, about a week and a half ago. I came home from work found my cat in hypoglycemia. First time this had ever happen. Quite a scare, got things back under control, his blood sugar back up and then a trip to the vet the next day. Wasn't sure why things went out, everything had been stable for a long time. Been lots of checking of blood sugar the last week, not giving insulin every day, monitoring how much I was giving. Then just the other day when getting his dose of insulin I noticed this.. The needle on the top (right) the gradations on the needle are way off from the other. These were also out of the same pack. I figure it out about 1 unit. This may not be too bad giving to a human depending on the amount given, but because I giving to a cat only 1.5 units of insulin this change can be quite severe. An extra unit is in excess of 50% more insulin. My guess this could have been fatal. I guess I will be more vigilant in checking the quality of the gradations on the needles before I give my cat his insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd insulin syringe with the bd ultra-fine¿ needle were "off", causing the consumers cat to later enter a state of hypoglycemia. The following information was provided by the initial reporter: I have had my cats blood sugar well maintained for the last 6+years, the only time there was a change was when I changed my cats food. Because his blood sugar is well controlled ¿ he gets the same food amount, type every day, I don't feel the need to check his blood sugar all the time. I spot check weekly and vary the daily insulin amount anywhere from 1.5 to 2 units. Never had to vary outside these amounts, as I said its been well controlled. This was until the other day, about a week and a half ago. I came home from work found my cat in hypoglycemia. First time this had ever happen. Quite a scare, got things back under control, his blood sugar back up and then a trip to the vet the next day. Wasn't sure why things went out, everything had been stable for a long time. Been lots of checking of blood sugar the last week, not giving insulin every day, monitoring how much I was giving. Then just the other day when getting his dose of insulin I noticed this.. The needle on the top (right) the gradations on the needle are way off from the other. These were also out of the same pack. I figure it out about 1 unit. This may not be too bad giving to a human depending on the amount given, but because I giving to a cat only 1.5 units of insulin this change can be quite severe. An extra unit is in excess of 50% more insulin. My guess this could have been fatal. I guess I will be more vigilant in checking the quality of the gradations on the needles before I give my cat his insulin.